Event description:
It was reported that the right atrial (ra) lead had dislodged twice since being implanted one month ago. The first time the lead dislodged, it was repositioned and remained in use. When the second dislodgement occurred, the lead was explanted and replaced. No patient complications have been reported as a result of these events. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)